Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 508 mg/dl. The customer delivered a manual injection to stabilize bg level. The customer stated the suspected cause of elevated bg level was due to cartridge running out of insulin during the night and the customer was too tired to change supplies. The customer declined to troubleshoot with tandem technical support.